Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was requested, but no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. There are (B)(4) cases associated with this product. A separate FDA form 3500a has been submitted to address each case.

Event description:
The distributor reported an endotracheal tube cuff leak. When the tube was inflated and "controlled" the cuff would remain inflated. No patient involved was reported. Information was received stating "the product was released into the market and the issue was found by the distributor."